Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a microport/wright head was originally in the patient and taken out and replaced with a new one. No x-rays were given. Unknown cause for revision.